Event description:
The customer reported that the o2 tubing was cracked. It was unknown how the issue was found. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
No further details were provided regarding the device evaluation and resolution of the reported issue. It could not be confirmed if the customer's issue were resolved. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. The complaint will be processed for closure. If parts are returned or if new information is provided, the complaint will be reopened to update the investigation.